Event description:
It was reported that after inserting the intra-aortic balloon (iab) catheter in an acute myocardial infarction (ami) patient, the customer was unable to flush the iab and the guidewire lumen was clogged. The balloon was replaced. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) catheter in an acute myocardial infarction (ami) patient, the customer was unable to flush the iab and the guidewire lumen was clogged. The balloon was replaced. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4). Device not returned.

Event description:
It was reported that after inserting the intra-aortic balloon (iab) catheter in an acute myocardial infarction (ami) patient, the customer was unable to flush the iab and the guidewire lumen was clogged. The balloon was replaced. There was no reported injury to the patient.